Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the iw990agu manual-control wall mount infant warmer is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971441. Method: the complaint iw990agu wall mount infant warmer was received at our fisher & paykel healthcare (f&p) service centre in germany where it was visually inspected and serviced by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that the warmer head was damaged. Conclusion: we are unable to determine the exact cause of the reported event. The user manual for the iw990 infant warmer states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorides, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the warmer head of an iw990agu wall mount infant warmer has cracks. There was no reported patient consequence.